Event description:
It was reported that during the surgical procedure the system would home but fail as soon as a sterile adapter was installed. Upon system failure, the system would generate a 20008 error code. No pt harm was reported. The procedure was converted to tradational open surgical techniques to finish the planned surgery.